Manufacturer narrative:
(B)(4). Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent a removal and exchange of an intraocular lens (iol) due to a capsular bag tear while implanting the intraocular lens (iol) in the optic. The lens was removed and replaced with an anterior chamber lens. No additional information was provided.